Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra procedure was confirmed with empirical evidence based on information provided. Available information suggests persistent intraoperative imaging difficulties (acoustic shadowing from the aortic valve) and inadequate leaflet insertion likely contributed to the event. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This is MDR 2 of 2 for this event.

Event description:
As per the report received from united kingdom, edwards was informed of a pascal precision ace procedure in mitral position via the right femoral vein where three devices were utilized. During the procedure, there was a single leaflet device attachment (slda) of the first and second device. The patient initially had severe mitral (+4) regurgitation. The procedure was complicated by difficulty visualizing the anterior mitral leaflet due to acoustic shadowing from the aortic valve. The first ace device was deployed at a2-p2 (12-to-6 orientation) with independent leaflet grasping, but after release, slda of the anterior leaflet was observed and regurgitation remained moderate-severe. A second ace device was placed medial to the first at a2-p2, again with independent leaflet grasping. This improved coaptation, but regurgitation was still moderate. To stabilize the first device with slda, a third device was introduced lateral to the first, aiming for a configuration that enclosed it between the second and third device. Advancing the device laterally required repositioning due to the guide sheath stabilizer reaching its rail end, compounded by the prominence of sternum in the patient. Multiple grasp attempts were made; during these, slda of the posterior leaflet involving the second device occurred. Due to continued imaging challenges and suboptimal leaflet insertion, the procedure was aborted. The third device was retrieved before release. Final regurgitation grade was severe. According to medical opinion, the root cause was determined to be insufficient leaflet insertion. The patient remained stable, and a conservative follow-up was chosen, with surgical intervention reserved for symptom progression.